Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and black display. Customer's blood glucose value was 138 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states they went into the pool with insulin pump on then they took it off and dried it. Customer states they tried to rewind the insulin pump and it was not rewind. Customer states the insulin pump was vibrating without an alarm or alert. Customer states insulin pump did go blank while on the call. Customer stated that the insulin pump sounds like the it was sizzling. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No audio/beep noted. Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test or verify rewind anomaly due to blank display.